Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "while preparing for a diaphragmatic hernia procedure, there was an endoscope failure message appears on the operating room team interface display (orti) and prolonged audio alert a few seconds after the tower has finished startup. The endoscope tc200 and tower were rebooted and the storz component's cable properly connections were checked but didn't resolve the issue. There was about 50 minutes delay due to the reported issue. The surgery was converted to laparoscopic. Patient was not present in the operating room when the issue occurred." It was confirmed that the procedure was completed successfully and there were no adverse consequences for a patient, user or third party.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description received could not be confirmed. No defects could be found within the investigation. The cause of the reported issue is determined to be the communication path between the karl storz camera unit tc200 and the medtronic orti system, caused by the orti system. The event is filed under internal karl storz complaint ID: (B)(4).